Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Assisted with performing a self test and found pump error. Customer was able clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no failed battery test noted. Pump error 53 alarm found in the insulin pump history file due to software error. Pump error 63 alarm confirmed in the insulin pump history file due to broken trace on keypad assembly.